Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse checked the system performance on a iabp trainer and balloon. The unit kept pumping for an hour and there were no issues found. The system is working to satisfactory. A supplemental report will be submitted upon receipt of additional information.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a distorted ECG / pressure signal. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had a distorted ECG / pressure signal. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h10. Corrected fields: d1, d4, h6 (type of investigation, investigation findings, investigation conclusions).

Event description:
N/a.